Event description:
A 4.0mm diameter by 30mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the distal circumflex coronary artery. It was not possible to cross the severely calcified lesion despite reported attempts of twisting and "bumping" the stent delivery catheter in an effort to push the stent across the target lesion. The stent delivery stystem was pulled back in the artery for removal. Upon removal, the stent dislodged from the delivery balloon when it caught on calcium in the mid vessel. Attempts to retrieve the stent were unsuccessful. The dislodged stent was subsequently deployed in the mid vessel using an angioplasty balloon. The target lesion was then treated with the implant of another s7 stent. The patient was reported to be fine post precedure and there is no additional clinical sequelae reported related to the event. The severely calcified lesion not being pre-dilated likely contributed to the stent not crossing the target lesion. The stent getting caught on calcium contributed to the stent dislodgement.